Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c7 segment  with a max diameter of 5 mm and a 3 mm neck diameter. The landing zone: distal: 3.89 mm and proximal: 4.57 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal. It was reported that the patient had a c7 segment aneurysm. After the access was established, the stent catheter was exchanged and passed through the lesion, and then the ped500-30 was unpacked. After the stent was sent through the lesion, the stent was deployed. After many attempts, the distal end of the stent could not be opened smoothly. Another ped500-30 was replaced and the operation was successfully completed. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a 6f terumo short sheath, xinwei 5 f 125 intermediate guide catheter, synchro 0014 guidewire.

Manufacturer narrative:
Product analysis #706209704:¿ equipment used: vis (m-78210) ¿ as found condition: the pipeline flex braid was returned for analysis within a shipping box, a plastic bio-pouch, and an opened pipeline flex inner pouch (b434073). ¿ damage location details: the pipeline flex braid was returned detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. Both ends of the pipeline flex braid were found frayed, with one end open and the other end tapered. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed as the proximal and distal ends of the braid could not be identified. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. The damage found with the pipeline flex braid likely contributed to the reported failure to open. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the failure to was undetermined. The pipeline was not placed in a vessel bend when it failed to open. It was noted that there was no issue with the phenom catheter.